Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, five photographs of the sample were provided for evaluation. Visual inspection was performed on all the photo samples. One of the images showed that the assembly had all its components, no other crack or damage was visible; however, the regulator was detached. The backflow from tube to the regulator connection has no return components, the assembly was horizontal and below the patient's hand. The reported condition was verified. The cause of the issue could not be determined: however, the probable cause is use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) interlink system extension sets had issues during patient use. The regulator was observed to be leaking on three instances. The lines were observed to be filled with blood on two occasions. Additionally, when an IV flush was administered at the injection site, the regulator broke on two instances. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.